Event description:
Pt was positioned to supine and bilateral arms wrapped with blue paper towels on arm board that is padded with foam tied with velcro strips. At the end of the care, found round wound 1cm in size, dry and crusted with redness surrounding the wound.